Manufacturer narrative:
Submit date: 03/31/2016. An investigation is currently underway. Upon completion, a report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. Customer reports that the patient continuously receives feeding at a rate of 35ml per hour. The patient's mother irrigates the gastrostomy tube at 7:00-12:00-16:00-20:30-1:15 because patient is bedridden with a degenerative disease. Often in the morning mother of patient realizes that the solution is completely blocked at the gastrostomy valve. The epump continues to flow and the numbers are decreasing as if all is going well. No solution beyond the outer periphery of this valve or elsewhere. No patient injury or ill effects.

Manufacturer narrative:
Submit date: 10/17/2016. An investigation of kangaroo epump was performed for the reported condition of; failure to alarm for occlusion. The unit was triaged and the complaint could not be confirmed; the pump and its associated feeding accessories operated properly. Kangaroo epump was manufactured in 2015. A review of the device history record shows this device was released meeting all manufacturing specifications.